Event description:
Country of complant: (B)(6). Thread is breaking and leaking.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site eval: cassette received: 1. There are previous complaints of this code/batch. We have observed that the cassette received has no liquid inside. The cassette has lost the solution because it has a crack in the structure. The complaint is justified regarding cassette leakage defect. Tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the OEM. The complaint is not justified regarding this defect of thread breaking. Regarding the leakage due to crack: OEM has opened a corrective action to avoid this in the future.